Event description:
Customer reported that 3 different individuals were positive with the cue covid-19 test using reader sn: (B)(4) (cartridge serial numbers: (B)(4)). Results from (B)(6) 2021 were from individual #1, the second result from (B)(6) 2021 was from individual#2 and the 3 results from (B)(6) were all from individual #3. All cue covid-19 test positive results were followed by at least 2 cue covid-19 test negative results, a negative antigen test and a negative pcr result. Individuals had no covid symptoms or exposure to someone with covid. Customer confirmed that the cartridges were stored within the specified temperature range.

Manufacturer narrative:
Update to g4: PMA/510(k) number added. Update to h10: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.